Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), due to the patient's anatomical structure placement difficulty was encountered and the tines could not be fixed. A pacing issue was also noted. The ipg was attempted / not used and later replaced with a transvenous implantable pulse generator (ipg). No patient complications have been reported as a result of this event.